Manufacturer narrative:
No device malfunction occurred. Per the sap notes as well as communications with the fse, the signal strength of the 1.4 telemetry system was checked and it was found to be out of specification for the room that the mx40 was in at the time of the event. Though the signal strength was out of specification, the piic logs indicate that alarms were being generated and sent to the piic. A review of the logs on (B)(6)2018 around 08:01 for bed 6111 show that a vtach occurred at 07:45 and at 08:10. Between these times, there were pvc alarms, high hr alarms and non-sustain vt alarms. A review of the logs on (B)(6) 2018 around 08:01 for bed 6111 show that a vtach occurred at 07:45 and at 08:10. Between these times, there were pvc alarms, high hr alarms and non-sustain vt alarms. The strip provided by the customer was reviewed by philips algorithm specialists who determined that for this particular patient, the st/ar arrhythmia algorithm was likely using multi-lead analysis to classify beats, therefore, the beats in both leads of ECG were used for the analysis. During the event, the variable labeling of beats was related to the biphasic nature of the 2nd lead of ECG. While the primary lead of ECG has relatively narrow qrs width when compared to the patient¿s atrial paced beats in the first part of the strip, the secondary lead has biphasic morphology with the algorithm being required to determine which peak to use for contribution to the classification of beats. Since there was variation in the width of the beats in the 2nd lead as the algorithm considered either the positive peak or negative peak of the waveform, the classification of beats was variable with noted ¿s¿, ¿v¿, or ¿n¿ labels having been assigned. This will be considered clinical app support.

Event description:
The customer reported that a vtach alarm did not occur for the patient in bed 6111 on (B)(6) 2018 at 08:01 while on an mx40. There was patient involvement.